Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient harm reported.

Manufacturer narrative:
The customer has declined returning the device for investigation. The customer stated that the report of "no audio" was isolated to the speaker assembly. The customer has elected to order the replacement part and repair in house. If new or additional information is provided, a supplemental report will be submitted.